Event description:
Baxter affiliate reported that a set used with the colleague pump during infusion collapsed during patient infusion of norepinephrine and voluvent, which resulted in a patient death. The patient was in the intensive care unit, bearing a pacemaker, was being treated with norepinephrine being administered through the colleague single channel 2m8151r and voluvent (plasmatic expander) on a second colleague single channel 2m8151r. The kinesiologist observed on the cardiac monitor that the pressure had felt to zero, with a steady heart rate of 93 per minute. He called the nurse and the doctor, who checked the set's dropped and saw that the norepinephrine solution was not falling. Although the pump was on, the solution was not being administered. At this point, the pump had not activated any alarm. Immediate action was taken to assist the patients. An attempt was made to infuse a norepinephrine bolus to revert the cardiac arrest, but then the pump activated the air alarm. The procedure was repeated, but again unsuccessfully. A new norepinephrine solution was prepared and administered in bolus to the patient by using a hospira pump. All attempts at resusitation failed and the patient expired. The pump being used with the vasoactive drug could not be identified. Additional information was received from the baxter affiliate that the name of the facility is hospital clinico de la universidad de chile. The segment of the tubing that remained within the channel was collapsed, also showing some damage. The air in line was triggered, even when no air bubble was seen. An autopsy was not performed by request of the family. The date of death was in 2007 at 0902. The cause of death was cardiac arrest with electric activity without pulse, in the context of a septic shock with a cutaneous etiology, in a patient bearing a pacemaker. The patient was intubated.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.